Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 short port balloon kept deflating because the valve popped out of the o-ring. They used a stop cock to keep the balloon inflated. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. A visual inspection revealed that the inflation valve had detached from the port and was returned separately. There was very little blood present on the device. Based upon the received condition of the device, the reported failure "valve detached" was confirmed. A lot history record review could not be performed because no lot number could be obtained. (B)(4).